Manufacturer narrative:
Event description: it was reported that the pump suddenly stopped working. During an investigation on site it was found that the pump didt stop when it reached the required pressure but condinued to spin until it stopped. The reported event was confirmed. The service evaluation revealed a defective pressure sensor.

Event description:
It was reported that the pump suddenly stopped working. During a investigation on site it was found that the pump didt stop when it reached the required pressure but condinued to spin until it stopped. No further information received.